Event description:
The customer reported that the system displayed communication and control panel error messages. These error messages will likely cause the system to lock-up, shut down or prevent the system from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was replaced. The system was then found to be operating as intended.